Event description:
It was reported that the device had a damaged front "casing" on the tank, was not reaching temperature and the pump was "struggling". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6). H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined; however, based on the reported problem, the most probable causes are cracked tank cover and worn water pump no longer recirculating water. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.